Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(4) 2016; log dates through (B)(4) 2016: normal power consumption. Additional notes: 2 vad disconnect alarms have been logged on (B)(4) at the following times:  (B)(4) 2016 at 07:18:19, (B)(4) 2016 at 07:19:2. A rise in power consumption has been logged starting on (B)(4) 2016 to a peak of 3.7w on (B)(4) 2016 outside of normal power consumption. Current parameters are at the borderline of normal/above normal operating range at 1900rpm.b. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Analysis of the log files revealed a rise in power consumption has been logged starting on (B)(4) 2016 to a peak of 3.7w on (B)(4) 2016 outside of normal power consumption, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient which has bivads presented with high watts and there was thrombus on rvad. It was stated that 10mg actylise bolus was and 10mg with 1 hours. The patient remained in the hospital.